Manufacturer narrative:
H3: product analysis: visually, the device was coated in biological contaminants when returned. There were no defects in the construction of the device that would have resulted in the reported event. No bubbles were observed within the tube nor inside the cuff balloon. A syringe was used to inject 20cc of air into the cuff and inflation and deflation occurred with no issues. The cuff was submerged under water to check for leaks and no bubbles occurred during inflation. Electrically, resistance of each lead shall be between 1.7 and 3.7 ohms and the actual measurements were as follows: 3.6 ohms (blue), 3.3 ohms (blue with clear tubing), 3.4 ohms (red), and 3.3 ohms (red with clear tubing), in which all electrodes were within specification. There was no allegation of a defect prior to use. A review of the global complaint data showed no other complaints about this lot number. Fdm b17 and fdr c20 are no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that air bubbles were found in the endotracheal tube during the operation. Replaced with the spare product to complete the operation. There was 10 minute procedure delay reported. There was no patient impact. As per follow up, there was no air leakage when establishing airway before surgery.